Event description:
It was reported that a leak was observed in a patient¿s transfer set during dwell one of peritoneal dialysis therapy on the homechoice device. The source of the leak was reported to be a hole in the tubing that connected to the catheter. Therapy was discontinued and the patient went to the clinic for further instruction. The patient's transfer set was later replaced. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.